Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat stage 4 vaginal vault prolapse and vaginal paravaginal repair and mesh was implanted along with the concurrent procedures of bilateral sacrospinous ligament suspension, posterior colpoperineorrhaphy, and cystoscopy. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence and dyspareunia. It was further reported that on (B)(6) 2012, the patient underwent exploratory laparotomy, lysis of adhesions, repair of small bowel serosal tear, excision of prior sacrocolpopexy mesh, abdominal sacrocolpopexy, burch retropubic urethropexy, intentional cystotomy with repair, excision of vaginal mesh placed elsewhere, cystourethroscopy and bilateral salpino-oophorectomy in order to treat enterocele, cystocele, rectocele, mesh erosion vagina and stress urinary incontinence. (B)(4).

Manufacturer narrative:
Date sent to FDA: 12/27/2016.